Manufacturer narrative:
A ge rep evaluated the system and reloaded software and cleaned and lubricated the vertical lift gears. System operates as intended.

Event description:
Customer reported, the system boots up with a software mismatch error displayed and the vertical lift will not move up or down. No pt injury was reported.